Manufacturer narrative:
Note: product reference 4432452 is not cleared in USA, but it is similar to the product reference 5432460 cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation results: the involved access port has been received for evaluation. No visible defect has been detected on it. It is dimensionally compliant with the specification. A disconnection test has been performed on the returned catheter connected to an access port from the manufacturer stock. The disconnection force is more than 3 times superior to the requirements. Conclusion: the returned catheter presents no failure and is compliant with the specifications; the incident is isolated; the incident was discovered less than 1 month after the implantation. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection. No corrective action envisaged.

Event description:
The catheter is detached from the port, so that an explantation was necessary about and month after implantation.